Manufacturer narrative:
(B)(4): the customer reported that during the user initiated shift/system (dept) check the device displayed error code 08000. After displaying error code 08000 (defib / processor error) the message / instruction defib failure cycle power is displayed and device operation is halted. This issue was found during user initiated testing. There was no pt involvement. The philips customer repair center (crc) evaluated the device. The device passed all operational performance testing. The crc confirmed entries of error code 08000 in the status log from the time frame of the customer reported issue. We will consider that the crc confirmed the reported problem. The crc replaced the control pca to resolve the reported malfunction. The device passed all performance assurance tests and was returned to the customer. This was a control pca malfunction.

Event description:
The customer reported that during the user initiated shift/system (dept) check the device displayed error code 08000. After displaying error code 08000 (defib / processor error) the message / instruction defib failure cycle power is displayed and device operation is halted.